Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon initial balloon catheter inflation, it was reported that the balloon became slightly inflated and contrast media was observed leaking from the balloon. In response, an attempt was made to withdraw the sds; however, upon withdrawal it was noted that the stent was not present on the sds. The stent was believed to have embolized just proximal to the target lesion site. Subsequently, an attempt was made to fully deploy the stent using another balloon catheter with a small syringe while pushing forward. Although the physician believes he successfully located and deployed the stent, it was reported that there is a possibility that the stent remains undeployed in the pt's body. There were no add'l complications reported relative to this event.